Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 20:38:15. During night drain cycle six, the patient's ultrafiltration reading was 2215ml, indicating the home patient (hp) drained 1965ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluations performed. The cause was determined to be a false empty detect and use error further specified at inappropriately setting the minimum drain volume percent too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.